Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. This medwatch is for the suspect product that produced the result of 89 mg/dl. See medwatch with patient identifier (B)(6) for the suspect product that produced the values of 55 mg/dl, 52 mg/dl, and 57 mg/dl.

Event description:
Reporter stated that patient obtained blood glucose results of 55 mg/dl, 52 mg/dl, and 57 mg/dl, on th aviva system using an unknown strip lot. Patient retested blood glucose on the aviva system, using strip lot 495739, and obtained a result of 89 mg/dl. All 4 tests were performed within 10 minutes. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.